Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to possible infection. Reportedly, the patient had atopic dermatitis and had been using steroids for a while, which was considered to be a sign of bacterial invasion. There were no additional adverse patient effects reported. This s-ICD was explanted.

Event description:
T was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to possible infection. Reportedly, the patient had atopic dermatitis and had been using steroids for a while, which was considered to be a sign of bacterial invasion. There were no additional adverse patient effects reported. This s-ICD was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with localized skin lesion.